Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided; but the best estimate date is between (B)(6) 2023 and (B)(6) 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye due to anisometropia. A replacement lens of different model and diopter (diu225, 19.5d) was implanted. The patient¿s outcome is unknown. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 25, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut into three pieces. The lens was cleaned and further inspected revealing damage on the surface of the lens, consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issue was observed. The complaint issue "unexpected post-op refraction" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.